Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An operating room lead reported that approximately 2.5 months following an intraocular lens implant (iol) procedure, the iol was exchanged for a different model iol with the same diopter power. The iol was the wrong power. Additional information was requested.

Manufacturer narrative:
Additional information provided ina.2., a.3., d.10., d.11., h.3., h.6., and h.10. Product evaluation: the lens was returned wrapped in white gauze. Solution was dried on the lens. The lens was torn/cut into pieces. An additional split/cracked area was observed. A re-evaluation of the lens power, cylinder, and resolution could not be conducted due to the damaged condition of the lens. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge, an unspecified handpiece and a non-qualified viscoelastic were used with the lens.the product investigation could not identify a root cause for the complaint for ¿explanted iol: wrong power¿. The lens was returned in pieces, typical in appearance to damage due to removal from the eye. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. During the manufacturing process, each lens is subjected to a 100% assessment of the power and optical resolution in order to determine acceptability per the lens model and diopter. Information in the file indicated that the 15.5 diopter lens (cylinder 4.50), was replaced with a 15.5 diopter lens (cylinder 6.00). This information of the greater difference in toricity for the replacement lens from a 4.50 cylinder to 6.00 cylinder would reasonably suggest that the root cause may be unrelated to the originally implanted iol. The replacement lens model may have been a better fit for the patient¿s astigmatism correction needs. The manufacturer internal reference number is: (B)(4).